Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with biomed and confirmed error code 1127 - ovp (over voltage protection) circuit failed was present in the diagnostic log. The rse advised replacement of the power management (pm) printed circuit board assembly (pcba) per field change order (fco), which aligns with the service manual corrective action recommendation. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and final disposition with no response from the customer and therefore cannot be determined. It is unknown if any parts or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
While not in use, the device displayed e/c 1127 ovp circuit failed. No reports of patient/user harm or injury. Investigation is ongoing.

Manufacturer narrative:
H10: the field service engineer (fse) replaced the faulty gas delivery system (gds) and motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.